Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of hearing something moving inside the mpu was not confirmed. During the evaluation of the returned mpu, serial (B)(6), the unit was internally inspected for any loose cable harness or hardware but all parts were found secure. The housing was closed and the system powered up as intended and passed all tests. The unit was returned to the customer. A root cause for the reported events was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care explain how to care for and clean all equipment, including the mpu. The heartmate 3 patient handbook section 10 ¿safety checklists¿ and the heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 IFU section 4-¿system monitor¿ and the heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient age: estimated age provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the site technician heard "something moving" inside the mobile power unit (mpu) during installation. The technician was unable to install the mpu and it will be sent back for evaluation and repair.